Event description:
During a coronary drug eluting stenting treatment procedure, the shaft broke. As the physician advanced the 2.75x24mm taxus express2 drug eluting stent to the severly calcified, progressively deceased lesion in the left anterior descending (lad) coronary artery, it was noticed that the shaft was broken. The shaft broke at the proximal portion that was approx 25 cm from the hub. The lad was repoted to be moderately tortuous with 80 percent stenosis. The procedure was completed with another of the same device. No pt complications were reported.